Event description:
Customer wore this splint two times. Each time he wore the splint he broke into a rash on the top of his hand and at the top part of his thumb. He could not remember the exact date he wore the splint but once he discontinued the use, the rash would disappear in two days. The splint is a latex free product.